Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the catheter was placed with ultrasound on (B)(6) 2013 however, on (B)(6), when the pt received normal chemotherapy, he complained of arm hurt. So the doctors asked to remove the catheter. After carefully removal, the nurse found there was a leakage at the site of 48 cm. So they changed another set of piece and continued further treatment.